Event description:
The customer reported that the insulin gauge displayed a different amount than expected, with a discrepancy greater than 30 units. There was no adverse impact to the customer¿s blood glucose level. The customer resolved the issue by loading a new cartridge and was instructed by technical support to call back for troubleshooting if they experience an active fill estimate issue again.